Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was good post procedure.